Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "false upstream occlusion" which were verified through a review of the event history log by the presence of "upstream occlusion". The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The reported allegation 'under infused' was inadvertently missed and not evaluated for during service. Since the device is no longer in its received condition it can no longer be evaluated for the reported under infused. The device will undergo release testing prior to shipment to ensure the pump is in fully-working status. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion and under infused. There was no known patient injury or medical intervention associated with this event. No additional information is available.